Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the intensity of stimulation could not be increased. It is usually in c group 3 and was using a range of intensity of 1.4 to 2.1, but the strength was now 0.3 and cannot be increased. There was a strong impact / shock while taking a bath, either yesterday or one day ago, but there are no problems now. Cause unknown. The implanted neurostimulator (ins) was charged 100%. When the patient was asked to increase the intensity on hand, setting value unavailable (59) was displayed. The strength of the other group could not be changed, so the patient was asked to try it on the spot in the a group, but it could not be increased even if it could be lowered. The patient was asked to examine it with the attending physician. The issue has not resolved. Additional information was received. Translation of the allegation confirmed the following: "yesterday or the day before yesterday there was a strong shock while taking a bath, but now there is no problem".

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that stimulation could not be increased. A replacement controller was delivered, so it was set. The screen was displayed in turkish and was displayed from the settings (3). The language could not be changed, so the settings were made as is, and the menu screen was changed to japanese. When tried to set the date time, it was grayed out and could not be set. The posture check was also grayed out. The charging amount was 90% on the controller and 100% on the stimulator. Attempted to change the stimulation strength, but the situation did not change from the previous call, so adjustments could not be made. When the patient consulted the physician last time, patient was told that the controller might be defective because the stimulation could not be increased, so it was replaced this time. The person in charge of the area was asked to handle the issue. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the issue "shock" / not being able to increase stim was due to a problem in the tablet. The cause of the grayed out options, inability to change the date/time and the option, and the screen displaying in turkish was due to setting. Action taken was an adjustment was performed at outpatient visit in mid may. Issue was resolved. At the stage before replacement, they suspected a problem with the controller, so it was replaced.

Event description:
Additional information was received. Regarding the reported shock, it was stated that it was an external impact directly applied to the device. Not pain or stimulation. The patient was unable to turn off the power or change the setting due to limited settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified, for how the patient was being shocked was due to a problem with the tablet, that in this case, self-adjustment by patient was restricted.

Event description:
Additional information was received. It was reported that the patient didn't fall, but it was unknown about the impact from the outside when asked to clarify the report of external impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.